Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description indicating that there was no video image involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The issue was observed during a procedure and an accessory was being used during the procedure. Patient involvement was reported resulting in an injury or adverse event to the patient or user. The pentax medical sales rep reached out to the user facility on (B)(6) 2022 and was able to confirm that there was no patient injury as initially documented by customer service. Additionally, the image went black for a few seconds during a diagnostic procedure. The patient was prepped but there was no delay or patient injury. The device was used to complete the procedure with no reported risk to the patient. The patient was not recalled for any further screenings. The user facility does perform pre-inspection checks and follows instructions for use.

Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 16-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint and documented the following inspection findings: bending rubber glue cracking at insertion tube side, passed dry leak test, air/ water nozzle glue missing, right/ left brake knob tight, customer complaint not duplicated, bending rubber glue cracking at distal side, passed wet leak test. Although the customer complaint was not duplicated, the device underwent repairs including the following components: o-rings and seals, adjusting collar, bending rubber, angle wire, rl pulley assy, ud pulley assy, pcb for ccd drive pb-free, electrical connector assy, signal wire for ccd, shield pipe for ccd, x-ring(1.8x19.6) gray. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 25-sep-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 25-sep-2013. The endoscope is awaiting repair and approved by final qc as of (B)(6) 2022. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. The customer stated an accessory was used during the procedure. The customer also stated there were patient/user injuries, adverse events, and delay in procedure reported. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the bending rubber was cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the bending rubber cracked, the r/l lock knob hard to move, and the air/water nozzle missing; however, they are not the main cause, and/or irrelevant to the alleged complaint.